Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the [distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Laboratory analysis was able to confirm the reported clinical observations.

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead the lead kept dislodging due to the helix not working properly. The lead was replaced and returned. No adverse patient effects were reported.